Manufacturer narrative:
(B)(6). (B)(4). Investigation summary: two samples with no packaging flow wrap were received in the columbus plant for investigation. Both have tip cap, plunger-rubber stopper and saline solution. Both have damaged the barrel flange; therefore, the failure mode has been confirmed. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch and there were no issues documented about damaged/ broken syringes. Investigation conclusion: this is the first complaint for batch 7025756 for the same defect or symptom. There were no documentation issues for this complaint during the production run for batch 7025756. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update oct 02, 2017. Two samples were received. Both are with no packaging flow wrap. Both have tip cap, plunger-rubber stopper and saline solution. Both have damaged the barrel flange. Product within specification? Yes no investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Product within specification? Yes no root cause description: root cause could not be determined. There were no qns issued d.uring the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no issues documented about damaged/ broken syringes.

Event description:
It was reported, the 10 ml bd posiflush¿ sp syringe had broken wings when the packet was opened to use the syringe. Found before use. No serious injury or medical intervention noted.